Event description:
It was reported the patient lost consciousness and had a pulse of 25 bpm. In the hospital, it was noticed that the ICD was not pacing, and an external pacemaker was used. The device was then found to be in an eol (end of life) mode and was explanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: battery depletion-normal